Event description:
About a month after an atrial fibrillation procedure using a tacticath se (sensor-enabled) and a covidien valleylab rem polyhesive adult patient return electrode, a wound was noted to have developed on the back of the patient. It looked like a burn, but the skin was not reddened or blistered. The areas burned seemed to coincide with the edges of the covidien rf (radio-frequency) return electrode, which was placed on the lower right back. During the procedure, no issues were seen. There were no performance issues, and the impedances were within normal ranges. The patient is recovering as the wound is healing, albeit slowly. The patient has been using silvadene cream to treat the area. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).